Event description:
It was reported that interrogation of an implantable cardioverter defibrillator (ICD) could not be completed using the mobile programmer application device despite multiple attempts. Troubleshooting steps were taken to include rebooting the host tablet, updating the mobile programmer application, and reattempting interrogation. Additional attempts were made without wireless telemetry and using the remote monitoring mobile application, without success. It was noted that due to the presence of a left ventricular assist device, the patient connector was repositioned toward the upper chest, and a magnet was applied, which produced an audible tone but did not result in successful interrogation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.